Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 13 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a lower gastrointestinal bleed. The patient was transfused with 2 units of packed red blood cells. The event resolved on (B)(6) 2018. Anticoagulants at time of event were aspirin and heparin. No additional information was provided.

Manufacturer narrative:
Event description correction: it was reported a correction to units of blood given. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction:it was reported that the patient received 1 unit of red blood cells on (B)(6) for a lower gastrointestinal bleed. The event resolved on (B)(6) 2018.